Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the jaw of the synchroseal instrument was stuck on tissue/vessel and they were not able to open the jaws. It was unknown if the release slider was used. Intuitive surgical, inc. (Isi) contacted the surgeon, and obtained additional information. The surgeon stated that he used the synchroseal instrument on the right uterine artery, the instrument had sealed adequately; however, did not have a clean cut. The jaws of the instrument were stuck on tissue. He manipulated the instrument jaws from the console and was able to release the instrument without using the slider key. The surgeon confirmed that due to adequate sealing, there was no bleeding and that he did not have to place any sutures or clips as a medical intervention.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument involved with this complaint and completed investigations. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. A review of the logs showed no errors. The instrument was found to have thermal damage to the cut electrode. The instrument passed the grip force test with 4.5 lbs in the straight orientation, 4.6lbs in pitch, and 4.6lbs in yaw. Instrument grips were fully functional, and no damage was found to the backend components of the instrument. Instrument passed energy delivery test and non-intuitive motion on multiple arms. Additionally, procedure logs were reviewed, and no messages were found relevant to the customer reported complaint. Minor cut electrode thermal damage was found as a secondary, likely as an expected condition of the bipolar cut function. For clarification, thermal damage on the cut electrode is most likely unrelated to the customer reported complaint. Additionally, cut electrode thermal damage is likely due to an arcing event from bipolar cut that remained between the jaws of the instrument- no damage was found to the seal electrode or outer jaw surface.